Manufacturer narrative:
The % stenosis at time of event was 60%. Correction to date of birth changed (B)(6).

Event description:
Revascularization of the target lesion using in.pact admiral paclitaxel balloon catheter was carried out. Approximately 15 months post revascularisation, restenosis of the target lesion (r-1) occurred and was treated with a pta. Patient recovered. Investigator assessed that the event is not related to the study device, procedure or drug.

Manufacturer narrative:
Patient history also includes carotid artery disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.